Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported low blood glucose symptoms with result of 169 mg/dl obtained on the aviva system. Customer was treated with two glasses of orange juice and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.